Event description:
It was reported that during insertion of the iab, the central lumen fractured. As a result of this, the iab was removed and replaced. There were no pt complications.

Event description:
It was reported that during insertion of the iab, the central lumen fractured. As a result of this, the iab was removed and replaced. There were no pt complications.